Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion alarm. Service evaluation identified and verified the alarm. The cause was identified to be cracks in the flex pins on the ultrasonic sensor. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump it experienced an upstream occlusion alarm. There was no patient involvement. No additional information is available.